Manufacturer narrative:
Date sent: 08/07/2008. Information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that a lap adjustable band was implanted 2006. The patient observed an spontaneous misadjustment of the band in 2007. The patient noted a sudden release on the band's pressure around the stomach. When x-ray observation was conducted, no contrast was found. The patient no longer had a restriction produced by the band. An additional test was performed using lopamidol, which showed that there was a leak in the port where the tubing is connected to the band (the most distal part of the tubing). The band is still implanted.